Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: d4 (expiration date), g3, g6, h2, h4, h6 (type of investigation, investigation findings, and investigation conclusions). The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress therefore a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required appropriate investigation will be performed. All pertinent information available to edwards lifesciences has been submitted.

Event description:
It was reported and learned through investigation that a patient with a 27mm unknown model aortic valve is being worked up for a valve-in-valve procedure after an implant duration of approximately 9 years, and seven months due to stenosis. Patient presented with shortness of breath and chest pain.